Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. The following information was provided by the initial reporter: "leaks found when pre-filling diaphragm joint."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. The following information was provided by the initial reporter: "leaks found when pre-filling diaphragm joint."